Event description:
It was reported that during to a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery (rca). The 4.0x24mm promus element stent was advanced but multiple attempts were unable to cross the implanted stent and the stent dislodged from the balloon. The stent remained on the stent delivery system and the device was removed from the patient. The procedure was completed with two non-bsc stents. No patient complications were reported the patient status is stable.

Event description:
It was reported that during to a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the severely calcified right coronary artery (rca). The 4.0x24mm promus element stent was advanced but multiple attempts were unable to cross the implanted stent and the stent dislodged from the balloon. The stent remained on the stent delivery system and the device was removed from the patient. The procedure was completed with two non-bsc stents. No patient complications were reported the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent was damaged and stretched along its entire length. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The stent had also moved on the balloon however it was firmly on the balloon and had not dislodged. A visual and microscopic examination found that the tip was also slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Severe kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).